Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "edwards valve-in-valve implantation in tricuspid position" author m. álvarez-fuente et al, edwards learned of the following case: a (B)(6) old man, with a 29mm valve in the tricuspid position underwent surgery for a valve in valve replacement after an implant duration of approx 6 (six) years due to degeneration, tricuspid peak and mean doppler gradients of 15 and 8mmhg, severe tricuspid regurgitation, and severe right atrium dilation (area of 56 cm2). A 29-mm valve was implanted in the tricuspid bioprothesis. The patient was discharged at 10 days and after 15 months of follow-up the patient was noted to be stable, without significant regurgitation.